Event description:
It was reported by service report that there was no footboard functionality. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damage signal coil litter cord.